Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that have been experiencing "trembling in their chest" and that they are in so much pain. They also mentioned that there is a problem with one of their pacing leads. The pacing lead remains in use. No further patient complications have been reported as a result of this event.